Event description:
It was reported that during the surgical procedure by threading the screw in the tibial tunnel, the tip broke. All the pieces were removed from the patient. No patient injures were reported. A delay greater than 30 minutes was reported.

Manufacturer narrative:
One 8x30mm biorci-ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 5.5mm of the distal threads have broken off. The threads at the break location are rolled over. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. The condition of the screw indicates it was subjected to excessive force during insertion likely due to inadequate site preparation. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. There is insufficient information to determine the root cause